Event description:
It was reported that the scope was burnt. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date, the information received in which we determine that this was not a reportable event anymore is that there was no short circuit, smoke, sparks or overheating, just a malfunction with no potential patient injuries.

Event description:
It was reported that the scope was burnt. There was no short circuit, smoke, sparks or overheating. No patient injuries were reported.